Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02371. (B)(6) clinical study. It was reported that myocardial infarction, stent thrombosis and cardiogenic shock occurred and the patient died. On an unspecified date, a promus element plus stent was implanted in the left circumflex artery (lcx). In (B)(6) 2013, the patient presented to emergency department. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 25 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 28 mm promus element¿ plus drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient presented to the hospital with the complaints of severe chest pain. Cardiac enzymes were noted to be elevated and the patient was diagnosed with acute st elevation anterior myocardial infarction (mi). The patient was immediately transferred to the cardiac catheterization lab and angiography was performed which revealed lad to be totally occluded in proximal portion with thrombus; distal vessel had irregularity; large branch diagonal has ostial disease of 70-80% stenosis arises within the stent. It was reported the lcx had patent stent in proximal portion and embolization of clot in distal portion, but it was further indicated there was thrombus of the lcx stent. The 100% stenosis of proximal lad was treated with balloon angioplasty using 3.0 emerge balloon up to 12 atmosphere. Post procedural stenosis was 50% with timi 3 flow. During the course of hospitalization, the subject was also diagnosed with acute respiratory failure secondary to severe pulmonary congestion, acute kidney injury secondary to cardiogenic shock. Cardiogenic shock necessitated intra-aortic balloon pump (iabp). Cardiac echo revealed 15% lvef and the subject was on high risk of sudden death due to chances of going back in cardiogenic shock again. Nine days later, the patient died. The cause of death was mi. The immediate cause of death was intracranial hemorrhage.

Manufacturer narrative:
Describe event or problem and patient codes updated. Relevant tests/lab data corrected. (B)(4).

Event description:
It was further reported that in (B)(6) 2016, the 100% stenosis of proximal left anterior descending (lad) artery was also treated with aspiration thrombectomy. The cause of death was myocardial infarction and stent thrombosis. Other events prior to patient's death were septic shock and cardiogenic shock. It was confirmed that the patient was transferred to a non-study hospital and later on was pronounced dead on (B)(6) 2016 due to intracranial hemorrhage.